Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
May I ask you to raise a further complaint regarding the previously reported issue of the trial for the corail implant being a different size, substantially so to the implant. On the (B)(6) 2018 I carried out a primary hip replacement with pre-operative templating. The size 11 standard rasp which flushto the calcar cut and satisfactory reproduction of hip geometry. On implantation of the real stem again a size 11 it was a measured 9.5 mm proud. I used the corail extraction set to remove the stem rasp with the revision rasps specifically a size 11 this was flushed and documented by my assistant and the same size 11 ka stem was introduced it was then 6mm proud. I repeated the process a reduced this to 5mm proud and then trialled a 10 stem which did go in but was not sufficiently rotationaly stable. I re-rasped on multiple occasions with a revision rasp until the revision rasp was some 3mm distal to the calcar cut. At the next attempt the stem did sit within a millimetre. This sequence of events took 20 minutes and increases the risk of infection. It is absolutely clear that the trial implants are not the same size and places patients, quite possibly throughout the entire world at an increased risk of fracture and leg length discrepancy. I understand the first two sets of rasps are being analysed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary; no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.